Event description:
The customer reported error code 210.6021. There was no patient involvement.

Manufacturer narrative:
The device has been received and a technical evaluation has been completed. Based on the findings, the allegation of error code for keypad failure was confirmed. A follow-up report will be sent once the investigation including device history review is completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported error code 210.6021. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad (door) assy for error 210.6021, upper pressure sensor assy for error code 240.4150, rear case housing assy damaged bottom right side, iui connector assy corrosion and u1 on display board assy for segment dim. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 14aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the 8100 door assembly kit rohs (error 210.6021) a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported error code 210.6021. There was no patient involvement.

Event description:
The customer reported error code 210.6021. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad (door) assy for error 210.6021, upper pressure sensor assy for error code 240.4150, rear case housing assy damaged bottom right side, iui connector assy corrosion and u1 on display board assy for segment dim. The probable root cause of the reported issue was due to electrical failure of the 8100 door assembly kit rohs (error 210.6021). A review of the device history record showed the device had a manufacture date of 14aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.